Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cgm unknown sensor reading while sleeping. Customer did not treat trending high blood glucose due to being asleep and was ultimately hospitalized for hyperglycemia (1200 mg/dl). Customer was treated intravenously and given fluids. Customer was discharged on (B)(6) 2020 with the issue resolved and no permanent damage.